Event description:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts gel cards.

Manufacturer narrative:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts gel cards. On 10/18/2005 an ocd field engineer (fe) arrived on-site. The fe noticed that the instrument was functioning properly. The customer performed testing without any issues. Repairs were not needed to return this analyzer to expected operation. Vacuum or pressure leak can cause over dispense, under dispense or probe leak. Probe drip can lead to either wash solution a or b dripping into a reagent vial. Dilution of the reagent or sample can compromise test reactions. Wash solution a is used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent, which could also have a lysing effect, destroying the red cells in a reagent product. Fluid on top of the gel card foil can also lead to carry over or cross contamination from microtube to microtube. Carry-over may cause cross contamination which can lead to erroneous test results. If this issue were to recur and go undetected, possible erroneous results could occur and cause a potential misclassification of patient / donor type and the possible transfusion of incompatible blood.